Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that before the unknown operation, noted the device unable to take video. Another device was used to complete the surgery. It will be repaired in china cts, not return to opco. During evaluation, system errors where system cannot be used, system not powering up, system software errors, file /system corruption. The root cause is that the video card failed. The certificate of analysis and certificate of compliance for this manufactured lot is attached to this complaint file. There were no non-conformances or deviations for this lot on the coc. Depuy mitek has an agreement with the legal manufacturer of the device, which obligates mitek to report any product complaints to each manufacturer respectively. Depuy mitek acts strictly as a distributor and is not responsible to investigate these complaints or make decisions regarding MDR and mdv filing. The legal manufacturer has been notified and the objective evidence is attached to this complaint record. The complaint will now be closed. If additional information is received from the legal manufacturer, depuy mitek will reopen the complaint to include this information. Device history lot : the certificate of analysis and certificate of compliance for this manufactured lot was reviewed; and determined that there were no non-conformances or deviations for this lot.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that before an unknown surgery on (B)(6) 2021, it was observed that the image management system- evolution 4k device was not able to take the video. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.